Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip (2nd single leaflet device attachment) device referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report the first single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The first mitraclip (ntw) was deployed on a2/p2 without issue. After deployment, the anterior leaflet came out of the clip. The second mitraclip (nt) was inserted to stabilize the first clip and deployed also on a2/p2. After deployment, the anterior leaflet came out of the second clip. The third mitraclip (xt) was inserted to stabilize the slda. The xt clip was deployed on the medial aspect of a2p2, closer to the a1 juncture. A fourth mitraclip (nt) was implanted on the lateral aspect of a2 to also stabilize the other slda clip. Mr was reduced to grade 3. In the opinion of the physician, the two sldas were potentially related to friable leaflets that were not appreciated prior to slda. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis as the clip remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. All information was investigated and the reported slda (single leaflet device attachment) appears to be related to patient morphology/pathology (thin/friable leaflets). There is no indication of a product issue with respect to manufacture, design or labeling.